Manufacturer narrative:
The reported product has been returned and is currently undergoing investigaion. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed a white screen. The product was returned and investigated for the display issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device displayed a white screen. The product was returned and investigated for the display issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Customer reported that it was charged for the first time after getting the reader, but it did not charge. Meter was connected with the dedicated usb cable and press and hold for 30 seconds to restart the power. When the cable was connected and the screen turned white. Blank screen was observed. Reader did not powered on with the button, strip, or usb cable insertion. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and burn marks on u13 on the pcba was observed. An extended investigation was performed. A visual inspection using a digital microscope was performed. Component u13 was observed to be burnt which confirms the phase 2 findings. The reader log file was reviewed. No issues were observed. The returned reader was brought to the bench for functional testing. The returned battery was measured and results was not within specification range. A known good battery was used for the duration of the investigation. A known good battery was used and the reader was not able to powered on. However, a known good charging cable was used and the reader was able to successfully power on. The reader did not pass the built-in reader test. Thermal monitoring using thermal camera (eq4988) showed hotspots on u5, u13, and the cpu. Due to the hot spots noted, r100 pull down resistor was tested to see if there was any voltage across. R100 was measured. Any voltage across this resistor is evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the u13 ic component could permanently damage the components, and systems such as i2c communication. The overheating of u13 caused this component to burn as there was excess power going through the usb port. It was determined that this issue was caused by the customer using a non-abbott provided usb adapter. Hpqe (hardware product quality engineering) determined that this issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components, which in turn can cause components to overheat. Therefore, this issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the products did not meet specification. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.